Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. Full lead was returned for analysis. Blood/body fluid present on distal conductor (not obstructed).

Event description:
It was reported that there was no capture and lead dislodgement. The lead was explanted and replaced. No patient complications have been reported as a result of this event.